Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices in a total artificial heart configuration. It was reported that minimal fibrin stranding in the rvad was observed on (B)(6) 2015. Visually the fibrin progressively worsened over the next few months. The patient was asymptomatic; no signs of hemolysis or other clinical issues were experienced by the patient and no issues with, or interruption in, rvad support were reported. Additionally, throughout paracorporeal support, the lvad did not develop fibrin or have any other device related issues. Anticoagulation was increased in (B)(6) and the patient continued to be monitored on a daily basis. On (B)(6) 2015, the medical team made a decision to proactively explant both devices and implant a total artificial heart for long term support. No additional information was provided.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, attempts by the manufacturer to obtain the device for analysis were unsuccessful and the device was not returned. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.